Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's family member reported via phone call that the customer experienced high blood glucose level. Customer¿s blood glucose level was 508 mg/dl at the time of call. Customer also reported that the insulin pump had the critical block and inverse critical block did not add to zero alarm. Customer was able to clear the alarm and able to complete insulin pump rewind. Customer performed self test and the test passed. Troubleshooting was declined for high blood glucose. The insulin pump will not be returned for analysis.